Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 40 mg/dl to over 400 mg/dl. The cause of the low and high bg was unknown. The customer went to the emergency room and was subsequently hospitalized. High bg was treated with intravenous insulin and saline, and low bg was treated with glucose. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage.